Event description:
Additional information could not be obtained which would allow us to differentiate this report from (B)(4) will be used as the primary record. This complaint is to be cancelled.

Manufacturer narrative:
Additional information could not be obtained which would allow us to differentiate this report from (B)(4) will be used as the primary record. This complaint is to be cancelled.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus gn 18ga x 1.16in prn leaked at the septum. The following information was provided by the initial reporter translated from chinese to english: "on (B)(6) 2024,before the patient underwent an enhanced CT, the CT room nursing instructor punctured the patient with an indwelling needle according to standard procedures. After withdrawing the needle core, there was blood leakage at the airtight isolation plug, and there was fluid (saline-blood mixture) oozing out when saline was pushed in. Because of the patient's poor vascular condition and her refusal to be re-punctured, the examination was reluctantly completed with the indwelling needle after the nursing instructor's assessment, and during which some of the contrast leakage. The nursing instructor then gave feedback to the hospital purchasing center and informed our sales staff."